Event description:
It was reported that the device failed the user test and logged several event codes in the memory. There was no pt use associated with the event. Physio-control evaluated the device and found that it failed to deliver charged energy.

Manufacturer narrative:
(B)(4): physio-control is currently in the process of repairing the device and continues to investigate the reported observed failure. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.